Manufacturer narrative:
Additional info received on 12/10/2015 indicated that 3rd harmony was auscultated on the patient's rvad and he presented with slightly elevated lactate dehydrogenase levels. Power consumption increased over time and there were no noticeable alarms. The physician's report of the event is as follows: "(B)(6) 2015 (green cursor) sudden flow drop in the rvad. Ingestion of a thrombus in the rvad suspected, with an additional partial occlusion of the rvad. Ldh increased continuously. Since then the number of flow minimas of the lvad increased, without alarms of the system. After one day the calculated flow of the rvad nearly normalized - maybe due to friction which increased after the (B)(6) 2015 in such a way that the flow drop seemed compensated and now a flow higher than the normal flow was shown. The real flow should be lower than the shown flow of 8l/min. The flow of 8 l/min seems not logical. A false flow measurement due to an increasing hematocrit of the patient can be excluded, because in the lvad a similar trend is not seen. Since (B)(6) 2015 flow (friction-) peaks occurred more often. Since this date there was a significant drop of the pulsatility of the lvad (purple curve). The meaning of this is a lower preload on the left side, maybe caused by a reduced flow from the rvad. During the last 5 days a light normalization of the log files could be seen. But the still existing 3rd harmony of the rvad still pointed towards a thrombus on the rotor". The patient received a low dose of tissue plasminogen activator (t-pa) which was successful in returning hemolysis parameters back to normal and issue has been resolved. Hvad pump (B)(4) not returned for evaluation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed to the patient outcome include the patient's known risk factors for thrombus (atrial fibrillation) other related comorbidities, and anticoagulation therapy. The device was not returned for analysis; however, analysis results performed by the site suggest that the device was related to the reported event. There is no evidence; however, to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event was thrombus. Though the root cause of the reported event cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Also stated in the IFU, a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that this patient experienced a drop in pump flows and "3rd harmony was detected during check at outpatient clinic". The patient was admitted and treated successfully with lysis therapy. Investigation is ongoing.